Event description:
On (B)(6)2022 getinge became aware of an issue with one of surgical lights - lucea 50. It was stated the cover was missing from spring arm. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation device not returned to manufacturer.

Event description:
On 3rd january, 2023 getinge became aware of an issue with one of surgical lights - lucea 50. It was stated the cover was missing from spring arm. Designated complaint unit employee confirmed based on photographic evidence that also paint was chipping from spring arm and label was torn. We decided to report the issue in abundance of caution as any particles or parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of b5 describe event and problem, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 3rd january, 2023 getinge became aware of an issue with one of surgical lights - lucea 50. It was stated the cover was missing from spring arm. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 3rd january, 2023 getinge became aware of an issue with one of surgical lights - lucea 50. It was stated the cover was missing from spring arm. Designated complaint unit employee confirmed based on photographic evidence that also paint was chipping from spring arm and label was torn. We decided to report the issue in abundance of caution as any particles or parts falling off into sterile field or during procedure may cause contamination. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - lucea 50. It was stated the cover was missing from spring arm. Designated complaint unit employee confirmed based on photographic evidence that also paint was chipping from spring arm and label was torn. We decided to report the issue in abundance of caution as any particles or parts falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor pain chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. Label peeling is probably due to collision or repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. The user manual mentions to check the headlights for chipped paint, impact marks and any other damages during daily checks. The most probable root cause of the break of this cap is repeated and violent shocks during the use of the device. Another probable root cause is that the cap has been forgotten or deteriorated after a re-adjustment of the spring arm during the maintenance of medical device. The yearly preventive maintenance program documented in the technical manuals mentions to check the presence and fixing of the plastic covers. The cap must be reinstalled during installation or after the maintenance procedure. We strongly advise to check similar devices in the hospital in order to check the presence of all spring arms caps. If a missing cap is noticed, a new one should be ordered as spare parts. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.